Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer was missing the drain canister when opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The DHR shop floor paperwork and shipment verification was reviewed . The vendor certifies that the product lot meets and conforms to the specifications and requirements applicable the device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The package was returned opened, as evidence by the tears on either side of the box. The contents were removed, and there was no drain canister in the package. Based on the return condition of the device, the reported failure "missing component" was confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer was missing the drain canister when opened. A replacement device was used to complete the procedure. The hospital did not report any patient effects.